Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached from connecter, and this was noticed when the patient woke up. Reportedly, she does not think that the tubing was wrapped around the pump. No further information available.